Event description:
It was reported that during implant the lead exhibited high impedance in several attempted locations. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported complaint of high impedance was confirmed due to the helix being in the retracted position and clogged with dried body fluid and tissue. After cleaning and extending the helix, impedance measurement was normal. No anomaly was found, (B)(4).